Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of monsture in the ccd unit by changing the tempature outside of the endoscpoe. Replaced the ccd unit. This device is calssified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Foggy image. No pictures available.